Event description:
It was reported that during an un-specified procedure, the 3.5 x 15 mm xience xpedition stent delivery system (sds) was advanced to the lesion without issue. During the attempt to connect the inflation device to the sds, the hub of the sds detached. The devices were not connected. The cause of the separation is unknown. A new xience xpedition sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for separations from this lot. Based on the reviewed information, no product deficiency was identified.